Event description:
Hold for em3.15 it was reported that while using the bd max¿ system, bd max¿ instrument produced low false positive results on 2 samples. Confirmatory testing was performed and produced negative results. Results were not reported to clinicians and no patient impact was reported. The following information was provided by the initial reporter: "for two patient samples (separate runs), the result of mtb low pos has been reported. False lowpos mtb: sample (run 3951) and sample (run 3965). When the samples were re-run, they were reported as negative. Due to abnormal shape curve, and repeat/culture results, the customer does not believe these to be samples which are close to the limit of detection, but rather true false positives."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they have false positive on mtb. Customer suggested that this is a true false positive as the curves were abnormal and repeated run yielded a negative result. Field service was dispatched. Field service performed drawer alignment on side b and performed qpm. Field service noticed that there were air bubbles on side a and noticed that the wax valve did not melt correctly. Field service increase pressure setting on both side. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 03jun2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument produced low false positive results on 2 samples. Confirmatory testing was performed and produced negative results. Results were not reported to clinicians and no patient impact was reported. The following information was provided by the initial reporter: "for two patient samples (separate runs), the result of mtb low pos has been reported. False lowpos mtb: sample (run 3951) and sample (run 3965). When the samples were re-run, they were reported as negative. Due to abnormal shape curve, and repeat/culture results, the customer does not believe these to be samples which are close to the limit of detection, but rather true false positives."